Event description:
End user was turning the unit when they fell over on the unit. End user stated they felt it was because of the terrain in which they were traveling on. End user sustained a concussion.